Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultralink meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on june 16, 2008 and obtained the following info. The pt reported that the alleged issue occurred approximately four days prior to contacting lfs. On four days prior to original date at 7:30 pm, before dinner, the pt tested on the subject meter and reportedly obtained a reading of "179 mg/dl". The pt is on an insulin pump and claimed, she administered 3.6 units of humalog insulin based on that reading and then ate a normal meal. The pt confirmed if the meter had given a lower reading she would have treated self with less insulin. At about 4 am on the next day, the pt reported that her daughter found her unconscious and contacted emergency services. Since the pt was unconscious she does not know what her blood glucose was when she was initially tested on the emt's meter, but reported being treated with dextrose IV, and after she became conscious was given orange juice. The pt does not recall developing any symptoms prior to going to sleep; however, she stated that she did remember her shirt being wet from perspiration when she became conscious. After being treated, the pt was tested on the subject meter and a reading of "134 mg/dl" was reportedly obtained. At the same time she was also tested on the emt's meter and obtained a result of "94 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. During troubleshooting, the cca confirmed the pt was using the correct testing technique and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading, and reportedly had to receive treatment for hypoglycemia from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.